Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Complaint received reporting that, "patient was intubated for less than a day, when the staff noticed that the suction catheter was difficult to pass through the endotrached tube. The device had kinked and the patient was re-intubated." No further information has been provided.